Event description:
The customer reported that when an alarm activated on the ventilator, the remote alarm at ths nurse's station did not sound. The ventilator was in use, and the customer reported there was no pt harm. The respironics service tech verified the customer reported problem and replaced the main printed circuit board to correct the problem. Performance verification and extended self testing (est) was performed on the ventilator and all tests passed per operating specifications.